Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implantation utilizing a large flexnav delivery system. The patient presented in sinus rhythm. Pre-balloon valvuloplasty (bav) was performed. After placement of the valve at depth of non-coronary cusp (ncc): 3mm and left coronary cusp (lcc): 4mm, the patient developed complete atrioventricular block (cavb). Temporary pacemaker was implanted and the patient left operating room for monitoring. A permanent pacemaker was implanted on (B)(6) 2023. The patient is reported to be stable and discharged. There was no reported device malfunction.

Manufacturer narrative:
An event of atrioventricular block and patient required pacemaker post implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the available information, the cause of the reported event could not be conclusively determined. However field noted that there was no allegation of malfunction against the abbott device or procedure.